Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that sensation persisted whether stimulation was on or off and fluid discharge was also noted. Dressing was applied on the ipg site and no medical intervention was provided to the patient.